Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported thrombus was unable to be determined. The reported patient effect of thrombosis/thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 08 november 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. After the steerable guide catheter (sgc) was advanced through the transseptal puncture and entered the left atrium, a clot was observed on the tip of the sgc. The sgc was removed and the clot was aspirated out of the anatomy. Activated clotting time remained above 250 seconds throughout the procedure. The procedure was aborted. Mr remained unchanged. There were no clinical signs or symptoms or clinically significant delay.